Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient underwent removal of spinal hardware. Exploration of fusion. Foraminotomy, left l2-3. Transverse process arthrodesis, l5 to s1. Separate site transverse process arthrodesis, l2-3. Pedicle screw instrumentation, l1-2, 2-3, and separate site l5 to. The l5-s1 is nonsegmental instrumentation, l1 to 3 segmental instrumentation. Transverse process arthrodesis, l2-3 and separate site l5-1 utilizing bone morphogenic protein bone graft extender and bone marrow aspirate. Bone marrow aspiration from the l2 transpedicular approach. Fluoroscopy greater than 1 hour. As per op-notes: bone morphogenic protein was overlaid over decorticated l2-3 spinous process. The bone graft extender mixed with bone marrow aspirate was placed over this along with a strip of bone graft extender mixed with bone marrow aspirate. Prior to placement of the l2 pedicle screw on the left side, a foraminotomy at l2-3 was done to be certain that there was no medial wall breach of the l2 pedicle with the screw placement. A similar procedure was done on the right side. No patient complications were reported. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.